Event description:
It was reported that a vamp plus was defective and leaking at the stopcock. The specific model number is unk. No pt complications were reported.

Manufacturer narrative:
The device was not returned for evaluation.